Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would beep every 5 minutes; however, no alert or alarm occurred. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem's technical support (cts), cts had the customer hold the pump up to the phone and tell cts when the beeping sound occurred. It was noted that cts did not hear a beep at the same time as the customer did. Recommendation was made for the customer to meet with their clinical diabetes specialist to listen to the pump.